Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 37x2.75mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 2.0x15mm maverick balloon catheter. Subsequently, a 2.75x38mm promus element plus stent was advanced and deployed to treat the lesion; however, a dissection was noted at the distal site of the stent post stent deployment. A 2.50x32mm promus element plus stent was then deployed to cover the dissection. No further patient complications were reported and the patient's status was stable.